Event description:
Thermacare heat wrap, lot t81953, 12/28, exp 11/2020, caused burns / blisters last march. I healed. I thought it was unique to me but noticed they have a recall on a different lot. FDA safety report ID# (B)(4).